Event description:
On (B)(6) 2015, a 23mm epic valve was implanted. On (B)(6) 2018, the patient presented with chest pain at rest. An echocardiography was performed and revealed increased velocities and gradients of the valve, signs of pulmonary hypertension without being able to determine pulmonary artery systolic pressure (pasp), severe dilatation of the left atria and mild dilatation of the right atria. There were no masses or intracavitary thrombi. Echocardiography also noted calcification and reduced opening in the prosthetic aortic valve and mitral valve prolapse with some calcification. A redo-avr procedure was performed and a 25mm trifecta valve was implanted. The patient did not have any adverse consequences and was reported stable.

Manufacturer narrative:
An event of valve explant following high gradient and pulmonary hypertension was reported. The reported calcification could not be confirmed. Cusp 1 contained a small horizontal tear beginning at stent post 1. Fibrous pannus ingrowth was focally present on the inflow surfaces of cusps 2 and 3, predominantly at their commissure. Cusp 3 was delaminated, consistent with removal artifact. Outflow pannus was found on the base of cusps 1 and 3, while the bases of cusps 2 and 3 were mildly fibrotically thickened. No acute inflammation or significant calcifications were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, the pannus and thrombus seen are a result of the interaction between the valve and the patient, and can contribute to the high gradient and hypertension. Information from the field indicated prolapse and calcification of the patient's mitral valve.